Event description:
Reportedly, on the diagnostics of a vr ICD with the new ui, the tag "biv" is displayed when it should be "v". In addition the percentage of pacing (61%) is inadequate according to the graphic displayed.

Manufacturer narrative:
The review of provided data confirmed the reported events there are two events to explain as follows: ¿ event 1: in vr model, in diagnostics screen/trends tab, at the level of ventricular pacing percentage, the label for v pacing curve legend should be ¿v¿ instead of ¿biv¿. This event is related to an known bug. Therefore, the biv should be read as v. ¿ event 2: the displayed pacing rate is of 61%. This percentage shows the comparison between the ventricular pacing percentage average over the last 7 days versus the ventricular pacing percentage average over the last 30 days. Since the daily pacing percentages are very low, the comparison is high. Nevertheless, this function remains as per specifications. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.